Manufacturer narrative:
Follow up #1 (B)(4) - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed record of power on reset. On examination, there was no damage to the battery cap or the battery compartment and the cap secured properly onto the pump for testing. The battery cap was evaluated and noted to be within specifications. The pump was exercised for 24 hours without alarms or power issues. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation was unable to duplicate the complaint.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging the pump powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.